Event description:
Complainant alleged that the micu dept was attempting to pace a 76 yr old male pt who had coded. The unit displayed a "pacer lead off" message. The staff changed the electrodes, and the staff was able to successfully pace the pt. Upon investigation of the alleged malfunction, the staff determined that the pacer leads were off between the wires and the electrodes. The pt subsequently expired, but the outcome was not thought to be as a result of the alleged malfunction.